Event description:
It was reported that the pt had her old device system removed and was to try a test stimulation on the contralateral side. During removal of the old lead, it broke just proximal to the tines. The remnant that remained in the pt consisted of the lead tines, electrodes, and anything left of the wires. The portion of the lead that was removed from the pt consisted of the lead body with about 2 cm of bare conductor wire sticking out of it. Further info was requested from the physician.

Event description:
The lay user/patient contacted lifescan alleging the meter displays an error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B) (4) the uim (user interface module) software version (B) (4), categorize as unremediated. The pump was received and evaluated by baxter. The reported condition was confirmed and duplicated. The reported condition was caused by a disconnected channel a keypad flex cable. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
It was reported the patient received three inappropriate shocks due to false sensing. Oversensing and high impedance (> 3000 ohms) were also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B) (4). In the initial medwatch report, 6000001-2009-01065, the CAPA investigation mdq-CAPA-(B) (4) was referenced. Mdq-CAPA-(B) (4) is not associated with this report. There is currently not an ongoing CAPA investigation associated with this report.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). There is a CAPA investigation associated with this report. (B) (4). The pump arrived and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
The customer?s biomedical technician reported that during biomedical testing that it was discovered that the channel select and stop keys were inoperable on an unknown date. There is no adverse event, patient's injury or medical intervention associated with this report. There were no alarms or failure codes that occurred. There is no further complaint information available.